Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a 23mm sapien 3 ultra transcatheter heart valve implant case, during device preparation, rinsing of the valve was started as per IFU and at the moment of checking its structural integrity before crimping it onto the delivery system, a black dot was present on one of the leaflets. The valve was rinsed in an attempt to remove the particulate. The valve was discarded as it was considered not safe for the patient. A new 23 mm sapien 3 ultra valve was then prepared and implanted with success.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for a particulate was confirmed based on returned device evaluation and provided imagery. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Material analysis was performed on the black particulate and the sample spectrum of the black particulate is consistent to polypropylene like material. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches black polypropylene like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ''during device preparation, rinsing of the valve was started as per IFU and at the moment of checking its structural integrity before crimping it onto the delivery system, a black dot present onto one of the leaflets''. In this case, the black particulate was not observed upon the jar open, and it was found during the rising process; therefore, the black particulate was likely introduced during device prepping/handling process. As such, available information suggests that procedural factors (device preparation handling) may contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.